Event description:
Suture needle broke while closing the pocket for an internal cardiac defibrillator. The entire needle was successfully retrieved. Diagnosis or reason for use: electrophysiologist was closing a pocket for an ICD implant. Event abated after use stopped or dose reduced: yes.